Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) ventricular output was unable to be change. It was indicated that the encoder assembly was out of specification and contaminated. It was also indicated that the battery cover was damaged, both display wires were pinched, keypad window was scratched, three knobs were rusted, and a case screw was contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output was unable to be changed. The epg was returned for service. There was no patient involvement.